Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required more force than normal to push down. Reportedly, the button is still functioning. The pump turned on when plugged into a power source and the customer was able to access the pump features. The customer's blood glucose level was not impacted.